Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A promus element, mr, ous 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the distal stent strut rows were damaged with some struts lifted and some struts misaligned. The undamaged stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. This type of damage most likely occurred due to excessive force that could have been applied during advancing attempts. The balloon cones were reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.